Manufacturer narrative:
When pump is returned, a root cause investigation will be completed and a follow up report sent.

Event description:
Reported by the customer as: "patient (B) (6) complained that she was not obtaining pain relief. Pump use was stopped and the physician ordered oral meds. Pump read that there was 9.2ml remaining out of a 50ml dose, however, there was 27ml actually remaining in the syringe."